Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the pump black box revealed evidence of an unacknowledged cs 144 replace cartridge alarm followed by a cs 128 replaces battery alarm. The alarms went unacknowledged until the battery discharged and the pump went into a reboot condition. The battery cap was able to fully tighten. The battery cap measurements were within specifications. The battery compartment was observed to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboots, loss of power or call service alarms duplicated. A no power event was no duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.